Manufacturer narrative:
The device was returned to the manufacturer for evaluation; the evaluation confirmed that the probe was broken (cracked). The device did not pass the probe check, as error code u509 was displayed. The teflon pad was inspected and found to exhibit normal wear but no metal was exposed on the grasping section. Based on the evaluation result, the cause for the broken probe is most likely due to the probe coming into contact with a hard or metallic surface during activation. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The user facility reported that during a therapeutic tlh procedure the probe was bent. No patient injury reported. The intended procedure was completed with a new handpiece device. The doctor was performing seal and cut when the event occurred. No device fragments fell inside the patient. No metal exposed on the device jaw. The generator settings were 2:1. The device was inspected prior to use and no abnormalities were found. The connection points to the generator were inspected and no cable damage was observed. The procedural tips and techniques were shared with the user facility. Sales representative. The physician was trained on the techniques of how to use the device. The physician is experienced in using this device.